Event description:
During a paroxysmal afib procedure it was reported a perforation of the left atrium was noticed and confirmed by ice. A pericardiocentesis was performed and approximately 650 ml of fluid were removed. Protamine (50 mg) was also administered to reverse the effects of the anticoagulants. The patient was reported to be in stable condition.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Manufacturer narrative:
Concomitant products used during the procedure: 1. Carto 3 system: model #: fg-5400-00m, serial #: (B)(4). 2. Stockert 70 system: model #: 39d-76x, serial #: (B)(4). 3. Cool flow pump: model #: m-5491-01, serial #: (B)(4). 4. Cs catheter: model #: bd710df282rts, lot #: 16026016m. (B)(4).